Event description:
It was reported that the right atrial lead had dislodged. Programming changes were made to the device to address the issue. On (B)(6) 2018, the lead was explanted and replaced. There were no adverse consequences to the patient. Patient was doing well post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.